Manufacturer narrative:
H3: product analysis ¿ as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. ¿ damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found kinked at the strain relief ~6.6cm from the proximal end of the catheter hub. The react-71 catheter distal marker/tip was found damaged. ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed and the cause could not be determined. Possible causes of the resistance include patient vessel tortuosity, incompatible products, damaged catheter(s) (i.e., kinked, bent), flush rate too low, or the external surface of the catheter is not hydrated. The 8f guide catheter was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. In addition, the make/model was not reported. Therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure, the react-71 catheter encountered resistance in the middle and was difficult to push through the 8fguide. The procedure involved accessing the femoral artery, which had a diameter of 10 millimeters and minimal vessel tortuosity. The patient's medical history included hypertension for several years. The catheter was prepared and flushed as indicated in the instructions for use (IFU). The catheter was not replaced by a medtronic product but by another manufacturer's product. No patient symptoms or complications were reported. Additional information received that the cause of the resistance was not determined.